Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was unknown. It was reported that the pump had flipped in the pocket. The event date was unknown. Any environmental/external/patient factors that may have led or contributed to the issue was unknown. There was no troubleshooting performed. Actions taken to resolve the issue included surgery on (B)(6) 2020 to reposition the pump. Additional information was received on (B)(6) 2020. The pump did not flip in the pocket, however, the catheter access port tip was too superficial and causing discomfort to the patient. The physician repositioned the pump within the pocket and sutured it down to provide a better fit. There were no further complications reported/anticipated.